Event description:
Country of complaint: (B)(6). Complaint description: thread is brittle and breaking.

Manufacturer narrative:
Us agent notified (B)(4) 2014. Samples received: 1 open cassette. Analysis and results: there is one previous complaint of this code batch. There are no units in OEM stock. Thread of the cassette received is broken inside the cassette and it is not useful. It appears that the thread is tangled in the reel and when pulled out from cassette the thread broke because the extraction was too hard. The complaint is corresponding (justified). Actions of product: replace the cassette to the end customer or refund. No further pt info and/or surgery delay info was provided at the time of this report.